Event description:
It was reported that the ilet system displayed sustained high glucose with the cgm reading ¿high,¿ while fingerstick measurements were 498 mg/dl and later 438 mg/dl; the user had eaten without announcing the meal, and during a supply change the cartridge initially popped out, suggesting the connector was loose or not fully attached, after which a successful supply change with visible drops was completed. Symptoms included hyperglycemia accompanied by anxiety. Outcomes included the need for troubleshooting and follow-up calls without hospitalization. Investigation included customer support assessment, guided troubleshooting, and education on meal announcements and supply change technique. Investigation of this case revealed likely hyperglycemia due to a missed meal announcement and a transient supply connection issue that was corrected during the call. It was concluded that user-related factors, including missed meal announcement and an initially loose cartridge connection, were the most probable contributors to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.